Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the harmonic ace insert curved blade was broken at the blade base. The broken piece was not returned. The common cause of this failure is typically attributed mishandling/misuse. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. Images of the harmonic ace insert related to this event were received. A review of the submitted images was performed by the isi regulatory post market surveillance (rpms) specialist. The images confirmed that the harmonic ace insert blade was missing/detached. No conclusive determination can be made based on this analysis. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the instrument was found to be broken at the blade base and acknowledged a missing piece from the harmonic ace instrument insert blade. The missing piece could fall inside the patient during the surgical procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer discovered that the knife head was broken after five minutes into the operation. The customer then replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure.